Event description:
Received form FDA 3500a medwatch from user facility ((B)(4)) - the reporter indicated the patient underwent uneventful icl surgery on (B)(6) 2014 ou. The patient presented eight days post-op with cells and flare os. The patient stated vision would be blurry first thing in the morning but would clear. Increased steroid and antibiotic. Referred to retinal surgeon (B)(6) 2014 because symptoms were not resolving. Retinal surgeon cultured os and injected antibiotic and steroid os. No growth at 48 and 72 hours. Va continued to be 20/20 os at all visits. On (B)(6) 2014, patient presented complaining of pain and significant decrease in vision os. Pressure was 45 os. Patient diagnosed with angle closure event. Pilo gtts x 2, 250mg x2 diamox tabs po given, pi enlarged. Patient stayed at the center, pressure dropped, cornea began to clear. Patient was discharged when stable. Recheck next day, va 20/25 os, pain gone. Patient doing well.

Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.